Event description:
The cardioplegia line tubing ruptured in the positive side of the rollerhead raceway during the procedure. The perfusionist replaced the tubing and the case continued uneventfully. Blood loss was approx. 30-50cc. No intervention was required to compensate for the blood loss. There was no pt detriment. The perfusionist had initially saved the line for retum, but it could not be located later.